Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged to the right pulmonary artery which was confirmed by x-ray. The lp was retrieved and the implant attempt was abandoned. The patient was in stable condition.